Event description:
N/a.

Manufacturer narrative:
Additional information: - please let us know if the increase of surgery time is more or less than 30 minutes? > "I would say less than 30mins but I am not sure and the customer has no more info yet." Investigation findings: hermetic lumbar catheter, closed tip (ins5010) was returned for evaluation: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - the returned package included an unraveled guidewire. Upon visual inspection, it was found that the guidewire was unraveled. About 9 inches of the distal end did not unravel. The entire length of inner core cable was broken-off from the distal end (welding point at tip of guidewire). This breakage mode is consistent with other units evaluated for the same condition. Therefore, the complaint is confirmed. Root cause - the unit returned from the field confirmed the reported condition and show the same breakage mode (at the distal end weld). The root cause is most likely related to the guidewire¿s end getting trapped on something (e.g., the tuohy needle if not previously removed or a vertebral bony process) and a force exceeding the break strength of the product (2.75 pounds) being applied, causing the breakage. A supplier corrective actin request (scar) was issued to the supplier to perform an in-depth evaluation of the reported condition (broken/unraveled guidewire).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is linked to mfg report numbers 2648988-2023-00003 and 2648988-2023-0000: a facility reported that the guidewire of the hermetic lumbar catheter, closed tip (ins5010) could not be removed, tears off/ splits open. Wire dissolves. There was unnecessary manipulation with the drain and the procedure was delayed to the defect. However, the procedure was completed with a new drain.